Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, and prior to docking, the 30-degree endoscope plus flipped without being commanded. The technical support engineer (tse) reviewed the available system logs but was unable to identify any event which could explain the reported behavior. The customer had rebooted the system; however, no relevant logs were available for review during the call. The tse inquired which universal surgical manipulator (usm) the endoscope was engaged in at the time of the event, and the customer advised that the endoscope was not engaged in any usm. During troubleshooting, a different endoscope was tested and functioned properly. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the tse and obtained the following additional information: the tse informed the customer reported that the endoscope was not engaged/installed on a patient side cart (psc) arm when the issue occurred. Furthermore, no errors or messages were reported when the issue occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and found to fail the hall sensor test. The probable root cause cannot be determined based on the information provided and failure analysis results. A potential root cause for the reported issue could be attributed to a communication or electrical failure within the camera module.

Event description:
Refer to h11 for follow-up information.